Event description:
The line was placed in the left femoral artery of pt in renal failure. During a blood transfusion, the line was noted to be broken at the entry site. Attempted removal of the remaining distal segment was unsuccessful. The site was recannulated and another segment was noted to have separated into two sections within the pt. An attempt to surgically remove the segments will most likely be attempted.